Event description:
It was reported that pump displayed malfunction code and fault ID with no notable events prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, and after reset malfunction code did not recur, so customer was advised to continue using pump and to call back if any malfunction returned, which customer acknowledged and understood.